Event description:
It is reported that the devices were revised following an antibiotic treatment.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: based on the information provided, the implants appear to have performed as intended and no deficiency was alleged. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.